Event description:
All day on sunday my blood sugar read on my freestyle libre3 as bing in the 40's and no higher than 80. I was taking glucose tabs to try to help with no eval. The next morning at about 430 am the meter read that there was a problem with the reader and to dispose of it. I kept the box and product and contacted abbot company for a new meter.